Event description:
It was reported that on (B)(6) 2011 the patient presented to the emergency room feeling poorly. The physician re-opened the pocket and found the lead had perforated the septal wall. The physician performed a subclavian stick, but the patient experienced pneumothorax. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug was not properly mounted on the helix.